Manufacturer narrative:
The cartridge has not been returned to animas. If the product is returned, an eval. Shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pt experienced blood glucose (bg) reading of greater than 500 mg/dl. A family member stated that testing revealed the presence of small amount of ketones. The pt reported that she is extremely thirsty and shaky. The family member reported that there was air in the cartridge and tubing. She denied visible leakage of insulin from the cartridge; she insisted that there was a problem with the cartridge. The family member was asked to review the pump; she reported that there were no issues with the pump, no related alarms, and no changes made to the pump settings. The family member noted that she removed the cartridge with an alleged defect and replaced it with a cartridge that was already used for 3 days. Customer support advised against reuse of the cartridge and urged her to use an alternate method of insulin delivery.